Event description:
It was reported that the device was used during a CABG. It was reported after the clips were used and the clip applier was empty, the surgeon fired the clip the artery. There was no reported consequence to the pt.